Event description:
It was reported that during a percutaneous transluminal angioplasty using the nanocross 014 balloon, the balloon lost integrity at inflation and exhibited a twist. The procedure was performed in the peripheral artery, specifically the tibial/poplietal trunk, though the side and exact location were not specified. The device was safely removed from the patient and replaced with a new device of the same size, which functioned as intended. No injury or intervention was required, and the patient outcome was reported as alive with no injury. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.